Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that starting in (B)(6) or (B)(6) of 2017, it takes the patient 5 hours to charge his implant and that the implant only lasts 2.5 days. The patient reported that it used to last 7-9 days. He also noted that starting about 2.5 to 3 years prior to the report, the device only helps a little with the neuropathy and the diabetic pain in his legs. He noted that the pain is terrible. He can¿t even think about getting on a bike or going to the gym. He has seen all kinds of pain management physicians and has had 9-10 epidurals, and nothing works. There were no further complications reported.